Event description:
Additional information received from a company representative (rep) reported the pump had been removed due to an infection. The patient had presented to the clinic and the wound over the pump had been draining fluid. This led to the decision to explant the implanted system and implant a new system on the right side of the patient. During the procedure the surgeon fed the new catheter up to c7 of the spine and anchored it down. Next the new pump pocket had been created using an old incision site on the patients right side from a previous pump. The surgeon noted difficulty cutting through the scar tissue on the patients right side and ended up placing the pump in the rectus muscles as they did not feel safe going all the way below the rectus fascia due to risk of eroding through the peritoneal cavity. A small 20 ml pump was then placed into the new pocket and filled with baclofen 2000 mcg/ml and programmed to 503 mcg/day. The old catheter was then completely removed and the new catheter was attached and the incisions were closed. A culture had been taken of the pump pocket.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8781, product type: 0184-catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider), regarding a patient who was receiving baclofen (2000mcg/ml at 509mcg/day) via an implantable pump. For unknown indications for use. It was reported, that the edge of the pump had eroded through the patient's skin. It was unknown, if there were external factors. Diagnostics/troubleshooting was noted as n/a. The healthcare provider replaced the pump and moved it to the opposite side. And they also replaced the catheter as a safety precaution. The event was resolved.